Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the ise (ion-selective electrode) manifold assembly to resolve the issue, no further leaking was observed. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported a leak from the ise (ion selective electrode) flow cell waste drain on a unicel dxc 600 pro synchron system. The customer stated approximately 10 ml of fluid overflowed from the waste drain and was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.